Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the "plastic part of the pegj tube had become imbedded internally". It was reported that the patient had surgery to remove it. No further information was provided.

Manufacturer narrative:
(B)(4). The device involved in the event was removed and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of (B)(4). (B)(4) was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.